Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary set would not connect to a non-baxter primary set. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.